Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Paper part that holds the tampon in got stuck in my vagina [foreign body in reproductive tract]. One of the paper parts that holds the tampon in (got stuck)- breakage [device breakage] case narrative: consumer reported via e-mail that the paper part of the tampon got stuck. No serious injury reported.